Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video system center exhibited no image. The issue occurred during an unspecified therapeutic procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on historical data, possible causes include damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.